Manufacturer narrative:
Corrected field/updated field: b5, information inadvertently left off previous report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the blurred image was caused by the failure of the charged-coupled device (ccd). It is likely that the failure of the ccd prevented the video function from functioning properly which resulted in the blurred image. However, it is unknown what caused the ccd to fail. Olympus will continue to monitor the field performance of this device.

Event description:
The intended procedure was completed using a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was foggy due to damage on the charged coupled device and the serial plate was faded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the hd camera head was producing a fuzzy image. The issue was found during reprocessing. There were no reports of patient harm.